Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. At the visit on site, the field service engineer (fse) could not find any problem. Fse verified the flap thickness with pmma cuts. The system was successfully verified according to company specifications. The pmma cuts were also verified by laser company and could confirm that there is no indication of a product malfunction. There is no indication that a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to thin and/or incomplete flap may be movement of the patient, improper docking and/or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, clinical applications specialist found that flaps were a little bit thicker than expected. New information was received. Surgeon stated flaps were thinner than planned. Flap thickness started at 110 microns and was changed to 130 microns.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported thinner flaps during lasik procedures since head of laser was changed. No patient impact was reported. Additional information has been requested. There are three related reports. This report addresses dr. T's patients and other manufacturer report will be filed for the other doctors.